Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - no device associated with this report was received for examination. Review of the singular provided x-ray image finds nothing indicative of a product problem. The image does not aid in determining a root cause for the reported allegations. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot - a device history record (mre) review, was not possible because the required lot code was not provided. Corrected h6 health effect - clinical code: appropriate term / code not available (e2402) from the initial medwatch to capture blood heavy metal increased

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported as metal on metal hip that MRI showed effusion. Soft tissues were stained with metal debris. Pinnacle metal liner explanted and replaced with poly liner. Patient had elevated cobalt levels. Doi: unknown, dor: (B)(6) 2020, affected side: left hip.